Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml, 94 mcg/day) via an implantable infusion pump. It was reported that the patient's pump was empty and a low reservoir alarm occurred on (B)(6) 2018. The patient was due for a refill. No patient symptom was reported. The event date was (B)(6) 2018. No further complication was reported.